Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, broken belt clip slot and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump's keypad began to ramp during bolus. Customer reported replacing the batteries, then none of the buttons would respond. Customer did not recall any significant events leading up to this error. Blood glucose level was 243 mg/dl at the time of the call. No further information was provided.